Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "there has been an increased amount of hemolyzed specimens particularly in the green top lithium heparin tubes, causing the need for patient redraws.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "there has been an increased amount of hemolyzed specimens particularly in the green top lithium heparin tubes, causing the need for patient redraws.